Event description:
Customer reported an incident where the new blood pump (installed in march, 780 h, together with sw 2.00.9 hk) produced an alarm: "malfunction blood pump" during the recirculation mode and during the priming; with no error codes reported. The blood pump was replaced. There was no blood loss reported. The reported machine runtime was 3292 (h).

Manufacturer narrative:
There was no patient injury or clinical consequences to the patient reported. Gambro renal products has requested the downloaded machine data files and the faulty blood pump assay for evaluation. An investigation is ongoing. The company is aware of this machine malfunction relating to the blood pump assembly and is working on corrections. A final report will be submitted upon completion of the investigation and corrective actions have been identified.